Event description:
It was reported that the t:slim x2 pump's battery was not charging due to damage to the usb port and pins. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump as it was still under warranty, and the customer was informed that they would receive a replacement with updated software. Customer will continue to use current pump for insulin delivery.